Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after successful use of the intra-aortic balloon (iab) for four days a "rapid gas loss" alarm was generated and blood was found in the tubing. The iab was removed. The patient died 24 hours post iab removal. Event details from nmpa report submitted by the hospital: a case of iabp balloon leakage occurred in the (B)(6) hospital. Patient: female, (B)(6), admitted to hospital on (B)(6) 2018 as coronary atherosclerotic heart disease, on 8-31 patients underwent general anesthesia without extracorporeal circulation coronary artery bypass surgery, totally 4 bridges in the operation. On (B)(6) 2018 18:30, the patient's condition changed, blood pressure was 90/44mmhg, for the maintenance of cardiac function, iabp cardiac assist, thent the doctor gave the patient a right femoral artery puncture. Insert sheath, and inserted the iabp through the sheath. Catheter exposed 23cm, the ECG triggerred, and the counterpulsation ratio was 1:1. The pipeline was properly fixed. On (B)(6) 20:00, iabp instrument showed low nitrogen alarm, adjusted nitrogen bottle, and asked the second-line doctor on the cardiology department, the instrument can continue to use for 24 hours, and observe the patient's condition. On (B)(6) 2018, 8:35, during the rounds of ward, the doctors found that the iabp counterpulsation pressure disappeared, blood was attached to the tubing, and the medical consultation was urgently instructed to suspend iabp support treatment. After discontinuation of iabp, the vasoactive drug dose was adjusted as prescribed by the doctor. The patient's heart rate was maintained at 88-113 beats/min and the blood pressure fluctuated between 79-168/40-60 mmhg. At 14:15 the doctor removed iabp catheter and the right femoral artery. After pressed the puncture point to stop bleeding, used the sterile dressing covered, the elastic bandage was pressure-wrapped, and the sandbag wass pressed to stop bleeding. According to the preliminary judgment of the cardiac surgeon and the catheterization room doctor, the aortic balloon counterpulsation has blood, and the nitrogen leaks rapidly, considering the aortic balloon may ruptured. The patient died of a worse condition on the second day after extubation. The balloon was pulled out and destroyed according to medical waste disposal. Combined use of instruments: unknown injury: died; valid until: unknown; date of implantation: (B)(6) 2018.